Manufacturer narrative:
Investigation: one sample unit was received for evaluation by our quality engineer. Through visual inspection of the sample, no damages or molding defects were observed. A device history record review was performed for provided lot number 1810220 and the review did not reveal any detected quality issues during the production process that could have contributed to the reported incident. Silicone content tests, breakout tests, and sustaining force tests are performed for every lot number manufactured. The test results for lot number 1810220 were all within limits. Based on the investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe had difficult plunger movement during use with a fresenius vial pump.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak concentric luer lock syringe had difficult plunger movement during use with a fresenius vial pump.